Manufacturer narrative:
Corrected data: b5: the reporter indicated that the surgeon implanted a 12.6mm vticmo 12.6 implantable collamer lens of diopter -13.50/6.0/090 (sphere/cylinder/axis) into the patient's left eye (os) on (B)(6) 2023. The patient experienced a refractive surprise and elevated iop. On (B)(6) 2023, the lens was explanted but the problem was not resolved. Status of the eye: "stable". Reportedly "the icl was removed because it was to big for the eye of the patient so the eye pressure increased". The reporter indicated the cause of the event was a patient related factor and the device failed to perform as intended. Cause details provided: "patient has keratoconus which makes the result unpredictable". H6: health effect- clinical code: "1937 should be added. Claim#: (B)(6).

Manufacturer narrative:
A4-a6:unk. H6: off-label/patient related factor: pre-existing keratoconus. (B)(4).

Event description:
The reporter indicated that a 12.6mm vticmo12.6 implantable collamer lens of -13.5/6.0/090 (sphere/cylinder/axis) was implanted into the left eye (os) of a patient with pre-existing keratoconus on (B)(6) 2023. On (B)(6) 2023, the lens was removed due to refractive suprise. The problem was not resolved. Status of the eye is "stable." Cause of the event is a patient-related-factor with the lens not performing as intended. Reportedly, "patient has keratoconus which makes the result unpredictable."